Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of a cardiac resynchronization therapy (crt) device, the end of the guidewire broke off within the patient's venous system. The broken portion of the wire remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the guidewire was returned and analyzed. Analysis revealed that the stylet/guidewire was broken and kinked/b uckled. The guidewire was damaged during use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.